Manufacturer narrative:
No device sample returned for manufacturer analysis an no lot number provided, no investigation could be completed. Device history reviewed and no trends identified and no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reported experiencing eye pain and irritation in both eyes (ou) after inserting new contact lenses on (B)(6) 2020. The patient sought medical treatment the following day and was diagnosed with conjunctivitis. After two days of persistent ailment the patient sought further medical treatment from an ophthalmologist and there were no clear findings, the patient was referred to the hospital if symptoms continued or worsened. On (B)(6) the patient sought treatment at the hospital due to persistent pain and there were no clear findings. On (B)(6) the patient sought treatment from a different hospital with decreased vision and was admitted for treatment until (B)(6). Medical records indicate the patient was had a central corneal ulcer and anterior uveitis. Conjunctival swab and corneal scrape identified fusarium keratitis in the right eye. Contact lenses were found to have the presence of rhodococcus erythropolis. During treatment a reactivated herpes simplex infection was diagnosed. Over the course of treatment the patient was prescribed voriconazole, vogamox, ofloxacin, brolene, fluconazole, predni pos, atropin, a fluconazole and floxal eye wash, virgan gel, acyclovir, ibuprofen, and pantozol. On (B)(6) the patient was discharged from hospital care, the right eye was stable with no signs of inflammation but is left with a centralized scar. Voriconazole was discontinued and dexa to be tapered, all other medication was previously discontinued.